Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("heavy bleeding") in a 32-year-old female patient who had essure (batch no. 646511) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, tinnitus and myalgia. On (B)(6)2009, the patient had essure inserted. In (B)(6)2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), vertigo ("hormonal changes describe: vertigo"), fatigue ("fatigue"), hypoaesthesia ("hormonal changes describe: numbness"), syncope ("fainting"), dysmenorrhoea ("constant cramping, dysmenorrhea (cramping)"), pyrexia ("fever"), temperature intolerance ("temperature intolerance"), rash ("autoimmune disorder type of disorder: rashes, unexplained rashes"), goitre ("growth on thyroid goiter"), dermatitis ("rashes or skin conditions type:inflammation"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux") and irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"). In (B)(6)2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced cyst ("cyst"), uterine leiomyoma ("fibroids"), dry skin ("rashes or skin conditions type: dry patches all over"), pain in extremity ("leg pain"), hypersensitivity ("allergic reaction") and abdominal distension ("bloating"). The patient was treated with surgery (underwent surgery for removal of the essure device). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, cyst, uterine leiomyoma, fatigue, dysmenorrhoea, hypersensitivity and abdominal distension had resolved, the back pain, rash, dry skin, dermatitis and headache was resolving and the vertigo, hypoaesthesia, syncope, pyrexia, temperature intolerance, vaginal haemorrhage, menorrhagia, goitre, migraine, nausea, tooth disorder, dyspareunia, vaginal discharge, weight increased, gastrooesophageal reflux disease, irritable bowel syndrome and pain in extremity outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, cyst, dermatitis, dry skin, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, genital haemorrhage, goitre, headache, hypersensitivity, hypoaesthesia, irritable bowel syndrome, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, pyrexia, rash, syncope, temperature intolerance, tooth disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vertigo and weight increased to be related to essure. The reporter commented: current weight 140 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6)2010: total bilateral occlusion; on (B)(6)2015: total bilateral occlusion pathology test - on (B)(6)2015: segment of fallopian tube showing complete on (B)(6)2015 pathology test was performed having result a)right portion fallopian tube with ensure device(procedure unspecified): fallopian tube segment showing complete,transection and focal apparent thermal cautery artifact, metallic coil, clinically ensure device(gross diagnosis) b)site not specified (procedure not specified): segment of fallopian tube showing complete,transection,with focal apparent thermal cautery artifact,metallic coil , clinically ensure device(cross diagnosis). ¿concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record; temperature intolerances, headaches, numbness,pelvic pain. Vertigo, salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("heavy bleeding") in a 32-year-old female patient who had essure (batch no. 646511) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, tinnitus and myalgia. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), fatigue ("fatigue"), vertigo ("hormonal changes describe: vertigo"), hypoaesthesia ("hormonal changes describe: numbness"), syncope ("fainting"), dysmenorrhoea ("constant cramping, dysmenorrhea (cramping)"), pyrexia ("fever"), temperature intolerance ("temperature intolerance"), rash ("autoimmune disorder type of disorder: rashes, unexplained rashes"), goitre ("growth on thyroid goiter"), inflammation ("rashes or skin conditions type:inflammation"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux") and irritable bowel syndrome ("gastrointestinal or digestive system conditiontype: ibs"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced cyst ("cyst"), uterine leiomyoma ("fibroids"), dry skin ("rashes or skin conditions type: dry patches all over"), pain in extremity ("leg pain"), hypersensitivity ("allergic reaction") and abdominal distension ("bloating"). The patient was treated with surgery (underwent surgery for removal of the essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, fatigue, cyst, uterine leiomyoma, dysmenorrhoea, hypersensitivity and abdominal distension had resolved, the back pain, rash, dry skin, inflammation and headache was resolving and the vertigo, hypoaesthesia, syncope, pyrexia, temperature intolerance, vaginal haemorrhage, menorrhagia, goitre, migraine, nausea, tooth disorder, dyspareunia, vaginal discharge, weight increased, gastrooesophageal reflux disease, irritable bowel syndrome and pain in extremity outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, cyst, dry skin, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, genital haemorrhage, goitre, headache, hypersensitivity, hypoaesthesia, inflammation, irritable bowel syndrome, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, pyrexia, rash, syncope, temperature intolerance, tooth disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vertigo and weight increased to be related to essure. The reporter commented: current weight 140 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion; on (B)(6) 2015: total bilateral occlusion pathology test - on (B)(6) 2015: segment of fallopian tube showing complete on (B)(6) 2015 pathology test was performed having result a)right portion fallopian tube with ensure device(procedure unspecified): fallopian tube segment showing complete,transection and focal apparent thermal cautery artifact, metallic coil, clinically ensure device(gross diagnosis) b)site not specified (procedure not specified): segment of fallopian tube showing complete,transection,with focal apparent thermal cautery artifact,metallic coil , clinically ensure device(cross diagnosis) ¿concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record; temperature intolerances, headaches, numbness,pelvic pain. Vertigo, salpingitis. Most recent follow-up information incorporated above includes: on 31-jul-2018: pfs received an event " hormonal changes describe: vertigo; fatigue; numbness; fainting; heavy bleeding; constant cramping; fever; temperature intolerance , abnormal bleeding (vaginal, menorrhagia) , autoimmune disorder type of disorder: rashes; growth on thyroid goiter , rashes or skin conditions type: dry patches all over; unexplained rashes/inflammation , migraines / headaches, nausea , dental problems , dysmenorrhea (cramping) , dyspareunia (painful sexual intercourse) , vaginal discharge , weight gain , gastrointestinal or digestive system condition type: acid reflux; ibs " are added. Patient, reporter, lab data , lot number and product information added concomitant condition are added.outcome of event " allergic reaction, bloating, dysmenorrhea are recovered and headache, back pain, rashes/ skin condition" are recovering. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), fatigue ("fatigue"), cyst ("cyst") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (underwent surgery for removal of the essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, fatigue, cyst and uterine leiomyoma had resolved. The reporter considered abdominal pain, back pain, cyst, fatigue, genital haemorrhage, pelvic pain and uterine leiomyoma to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.